Event description:
It has been reported that a patient who was implanted in 1992 with hip system "spotorno" (manufactured by zimmer) underwent a revision surgery in 2012 with tritanium hemi cluster hole cup 50mm. It is reported that the prosthesis has moved and the patient has pain in hip since the surgery. It is also reported that the patient has suffered foot paralysis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain and loosening involving a tritanium shell was reported. Loosening was confirmed. "Slight increased lucency in zones ii and iii around the acetabulum" were noted from the medical review. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "the immediate post-operative sciatic peroneal palsy after the revision surgery was due to the intraoperative nerve damage and was unrelated to the prosthetic components. The current pain may represent dysesthesias from early recovery of the nerve injury. There is no evidence this clinical situation is related to factors of faulty design, manufacturing or materials of any stryker components implanted in this patient." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence of a device related issue and the "current pain may represent dysesthesias from early recovery of the nerve injury." No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It has been reported that a patient who was implanted in 1992 with hip system "spotorno" (manufactured by zimmer) underwent a revision surgery in 2012 with tritanium hemi cluster hole cup 50mm. It is reported that the prosthesis has moved and the patient has pain in hip since the surgery. It is also reported that the patient has suffered foot paralysis.